Event description:
It was reported that the pump was re-booting without user intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was found to exhibit a visible battery compartment crack and damaged battery cap. The pump was powered on but was unable to maintain electrical connection. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The user guide instructs the patient to replace the battery cap every six months; however, there was no indication that the cap had been replaced. A new battery cap was used for testing, and the pump powered up properly. A review of the pump history confirmed re-booting. The pump was evaluated and found to be operating within required specifications.